Event description:
Per oos, this lead was removed due to intermittent oversensing and noise on both the atrial and ventricular channels as well as a sudden pump in the atrial impedance detected by home monitoring. No inappropriate shocks were delivered. This lead was replaced with a linox sd 65/18. Also removed was a selox sr 53, MDR 1028232-2008-00933.